Event description:
While attempting to pace a pt (age & gender unknown), the device's pacer output was able to increase, but unable to decrease. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.